Manufacturer narrative:
Device has not been returned. The fractured portion of the abutment screw was discarded and the abutment screw fragment remains inside the implant. No lot or order # was provided, therefore, the DHR could not be completed not completed.

Event description:
The doctor reported that the abutment screw fractured and that he tried to retrieve the fractured abutment screw from the implant but was unsuccessful. 3i customer service will be sending a custom screw removal tool to remove the screw fragment. The implant remains implanted.